Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Treatment for the peritonitis was not reported. On and unreported date, pd catheter was removed, pd therapy discontinued and the patient was switched to hemodialysis. At the time of this report, the patient was recovering from the event and had been discharged from the hospital (total stay of seven days). No additional information is available.